Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging a one touch ultralink meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests his blood sugar twice a day and manages his diabetes with an insulin pump. In 2008, the pt states that a family member escorted him to the hospital because of reportedly high reading "500's mg/dl" taken on the subject meter. The pt does not recall experiencing any symptoms at that reading; he was "just too alarmed at the high reading and doesn't recall feeling anything." The pt tested on the hospital's meter with reported blood glucose in the "300's mg/dl" and was then given insulin novolog mix 70/30 (he does not recall the number of units) before being discharged from the hospital 4 hours later. At about 2 days later, a reporter reported blood glucose results of "354 mg/dl" with a lifescan meter and "183 mg/dl" on an ascenia elite meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl for lfs accuracy testing criteria. As a result of the reported meter issue, the pt reportedly did not make any changes in terms of his diabetes regimen. The technique for applying the blood to the test strip was correct and the puncture area was cleaned properly at the time of testing. The test strips were in good condition and the results in the meter's memory matches. The unit of measurement was set correctly to mg/dl. The pt does not have a control solution to perform a retest with the csr. The patient's products are being replaced. There is no evidence the product caused or contributed to an adverse event because there was no delay in treatment as a result of the alleged issue. However, this complaint is being reported because the reported results obtained on both meters fell outside the 30% variance for lfs accuracy testing criteria.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.